Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif-ez1500 operation manual chapter 3 preparation and inspection states how to detect the events. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope when connected to pole on hall, error code e315, endoscope detection failed. The customer dries with ethanol and air dry, but it doesn't work. The customer tried with different processors but receives the same error message. Upon inspection and evaluation, air/water tube and air/water cylinder with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿error code e315¿ was confirmed. The following findings were also noted during device evaluation: switch flexible printed circuit has corrosion due to water leakage, circuit board unit in scope-connector is dirty due to water leakage, plug unit has corrosion due to water leakage, due to corrosion on plug unit, e315 (scope err unsupported scope) occurs, adhesive around objective lens has a chip, adhesive around light guide lens has wear, and connecting tube has a cut. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.